Event description:
A user facility biomedical technician (biomed) reported to fresenius that the blood pump rotor tubing guide roller on a 2008t machine came loose during the patient¿s hemodialysis (hd) treatment and damaged the tubing of the fresenius bloodlines resulting in blood loss. The biomed could not confirm whether any diagnostic messages or audible alarms were received. The machine has 6,500 operating hours and the rotor is original to the machine. Additional information was obtained during follow-up with the biomed. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient's estimated blood loss (ebl) did not exceed 500 ml however a specific amount was not provided. The patient was able to complete treatment on a different machine with new supplies (including a fresenius dialyzer). The blood pump rotor was replaced with an available spare to resolve the reported issue to return the machine to service. It was noted that the replacement blood pump rotor is a refurbished part sourced from a third party vendor. The complaint sample is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the blood pump rotor tubing guide roller on a 2008t machine came loose during the patient's hemodialysis (hd) treatment and damaged the tubing of the fresenius bloodlines resulting in blood loss. The biomed could not confirm whether any diagnostic messages or audible alarms were received. The machine has 6,500 operating hours and the rotor is original to the machine. Additional information was obtained during follow-up with the biomed. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient's estimated blood loss (ebl) did not exceed 500 ml however a specific amount was not provided. The patient was able to complete treatment on a different machine with new supplies (including a fresenius dialyzer). The blood pump rotor was replaced with an available spare to resolve the reported issue to return the machine to service. It was noted that the replacement blood pump rotor is a refurbished part sourced from a third party vendor. The complaint sample is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the blood pump rotor was returned to the manufacturer for physical evaluation. The rotor was returned with a missing sleeve (guide sheave) on one of the rear guide pin with debris and wear marks on the pin. There are no other discrepancies found with the rotor assembly. The returned rotor was installed onto the blood pump module of a test machine for testing. A patient test was performed with the fresenius combiset bloodlines and water in dialysis mode for 2 hours and the blood pump rate programmed for 450 ml/min. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. There were no discrepancies with the other sleeves during testing. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The reported event could not be confirmed as the failure could not be replicated during testing with the returned sample.